Event description:
When the vasoview was placed in the patient leg to harvest the vein, the vessel carrier broke in half. No pieces broke off - they were both still attached to the unit. The unit was withdrawn from the patient with no retained portion in the patient.